Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced infusion set was leaked out which occurred on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint pr (B)(4) has been evaluated for the malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 6009020 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for the lot 6009020 have already been previously tested for flow in the pr (B)(4) on 21/feb/2025 in the additional tests as visually inspection in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 under section 6.19 and the leak test in accordance with wi guidance for functional testing for complaints area version 1 under section 6.2. All test results were found within specifications as per the test report database 2118951 complaint test report. Device history record (DHR) review: the lot 6009020 was manufactured according to the wi version 73 manufactured in the line inset 6, on 12/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/apr/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6009020 and another 1 complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reported, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.